Event description:
Caller reported an issue with a continuous glucose monitor, specifically mentioning an error related to the cgm device. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary instructions for a pump reset, guiding the caller through the process. After completing the reset, the error was resolved, and the caller was able to successfully start a new sensor session.